Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report a hot receiver on (B)(6)2015. Patient claimed that the receiver was hot to the touch and that the screen was completely white. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. However, the receiver does not boot up or charge. Functional testing was performed and the test failed, confirming the reported event of the receiver being hot to the touch. The root cause is determined to be a component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of evaluation.